Manufacturer narrative:
A device history review was done and the device met all specifications. This is report 2 of 5. Several attempts have been made to get the device back for inspections and it still has not been returned.

Event description:
During a slimfuse removal case, the set screws stripped. The surgeon made several attempts to remove the screws and broke mutilple devices. All pieces were retrieved and there was a surgical delay of 40 minutes and no patient effect.